Manufacturer narrative:
Device discarded by site.

Event description:
This event was communicated by a medtronic (B)(4) representative from (B)(6) hospital. Complaint was that the spheres were not tracking. They replaced the spheres and were able to continue the procedure. Complainant reported that there was no patient/user injury, death or other serious deterioration in health. The spheres were discarded by the customer. No lot number was recorded by customer. No pictures were taken by the customer.